Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hcp (health care professional) was unable to flush the line, due to resistance. The line was disconnected and attempted to flush, upon flushing the line above the bifurcated lumens split causing leakage. The line was immediately clamped and removed and replaced with a new device. There was no reported patient injury.